Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02565. It was reported the pt bent over in the shower and felt the stimulation move to his chest. The pt's leads allegedly had migrated. The leads were explanted and replaced with a paddle lead.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.